Event description:
It was reported that upon deploying an embolization coil within an aneurysm, the first loop of the embolization coil protruded into the parent vessel. Upon withdrawing the coil detached from the delivery pusher. An attempt was made to retrieve the coil using snare successfully. Add¿l coils were deployed. No harm was reported.

Manufacturer narrative:
Sample analysis: an eval of the actual complaint sample has not been performed as the device has not been returned to date. The device is said to be available for return. The root cause of this complaint cannot be determined at this time. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.